Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The device was evaluated in the field and the issue was confirmed. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes one malfunction event, where it was reported there were exposed sharp edges on a damaged fowler. No patient was involved.